Manufacturer narrative:
Per medical review - facility reported that lens was inserted upside down in the eye. Report no malfunction of the insertion system, and work-order search showed one similar complaint. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. Method: (process evaluation): work order search. Results: a lens work order search was performed and one other similar complaint was found within the work order. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter, and the lens went into the patient's eye upside down. The lens was removed with no patient injury and the backup lens was implanted. The reporter stated a possible cause of the event was due to a loading error, there was no issue with the lens or the injection system.

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): based on the investigation, it has been determined that nothing in the manufacturing and packaging processes can be identified as the cause of this complaint. The cause of the lens to not unfold correctly, as stated by the reporting facility, is possibly due to improper loading. (B)(4).